Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported prior to the start of a da vinci assisted pancreatoduodenectomy surgical procedure, that the maryland bipolar forceps instrument had a damaged conductor wire (black). The procedure continued as planned with no reported injury.